Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 was not cutting with any consistency. The adaptor and hemopro2 extension cable were swapped out and the problem was corrected. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery fo evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. (B)(4).